Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2019 - we were informed that this lead was explanted and replaced on (B)(6) 2019. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient experienced inappropriate shocks. Physician noted potential noise, artifacts, and damage to the lead insulation. Lead revision scheduled for (B)(6) 2019. Should additional information become available, this file will be updated.